Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis found ¿catheter introducer needle ¿ anomaly with the needle and/or stylet¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (500 mcg/ml at 75 mcg/day) via an implantable pump. The indication pump for use was head/brain injury and intractable spasticity. On (B)(6) 2018 it was reported that the surgeon utilized a new catheter for a new catheter/pump implant procedure and the tuohy needle that came out of the package was bent at the end/curved up. Per the reporter, the surgeon was very experienced and was not comfortable utilizing it, so they utilized the catheter because it was fine, but opened up a new needle kit for a new 15¿ touhy needle. There were no patient symptoms reported and no further complications were reported/anticipated.